Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patency capsule has not dissolved. The capsule was ingested on (B)(6) 2016. On (B)(6), abdominal xrays showed the capsule in the ascending colon. On (B)(6), another xray showed that the capsule is still in the ascending colon. The patient has experienced frequent diarrhea and her usual nausea and abdominal pain. There is no evidence of obstruction.